Event description:
It was reported that multiple of the same altitude alarms occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly manual injections and insulin pens were administered to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.